Event description:
Our institution recently changed to an impella heparin purge solution concentration of 20 units/ml, based off of the live, online user manual on abiomed¿s website. There are a variety of programmable concentrations of heparin from 0-50 units/ml included in their user manual. We chose 20 units/ml based on the concentration being listed as an available concentration, as well as abiomed representative review and input. This patient was the first patient with our new order set and when the concentration was being programmed into the impella console it was discovered that 20 units/ml was unable to be selected. Upon further review and calls to the company, the impella software does not support this (and other) concentrations listed in their user manual. As a temporary work around our nurses were instructed to use the 25 unit/ml concentration that was available in the console. Once discovered, pharmacy provided a heparin bag that matched this concentration. However, until the bag was replaced, this patient received less systemic heparin exposure than anticipated due to the fact that the user manual was not up to date with their current software.